Event description:
Patient coming for 5-fu dosi fuser pump disconnect at the infusion center and white, powdery substance noted between phaseal and huber clave connection. Fluorouracil 100 ml vial: lot #6135297; exp: 02/2027 fluorouracil 10 ml vial: lot #6134667; exp: 12/2026 dosi-fuser pump 250d2. Possible explanations: -microleak at phaseal¿clave interface, external exposure of fluorouracil, drying, crystalline residue problem with that: possible hd exposure; possible breach in system integrity; risk of contamination or dosing inconsistency. Device code:1354; 1120. Patient code: 4582. Reference report# mw5187846.